Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2017 due to kidney disease with blood glucose of 170 mg/dl and then it was recorded as 76 mg/dl. Customer wearing the pump at time of hospitalization. The insulin device will not be returned for analysis.